Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The endoscope sheath was found to be significantly damaged, with holes along the shaft likely caused by collision with laparoscopic instruments or port components. The shaft damage may have contributed to the sheath defects and was associated with endoscope not moving as expected error messages.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope sheath was significantly damaged and left holes along the shaft which could have occurred due to laparoscopic collision. The endoscope had shaft damage which could have created the holes. There were endoscope not moving as expected error messages which may have contributed. The team replaced the camera sheath by undocking and redocking again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was missing material of the endoscope sheath due to the extent of damage. There are photos available.